Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hysterectomy procedure the blade broke off into the patient. The patient was on the table and they were in the process of locating the piece. There were no patient consequences reported.